Event description:
The facility alleges the stapler was jamming. It is unk when this condition occurred. No pt injury or medical intervention was reported. No add'l info was available.

Manufacturer narrative:
Device evaluated by MFR: the device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if add'l info becomes available.